Event description:
Baxter exactamix 2 liter bags are defective. We had multiple bags where the plugs are not attached or leak after we dispense to nursing units. Lot: nr60053843, exp. 03/2020 our entire lot is defective.